Event description:
As reported by hospital in south africa, during preparation for a procedure, when utilizing a contrast controller, the user believed there was "a hole in the system where it leaks, because they could make sure all the air is out, and then if they look again they could see air bubbles in the system." There was no injury or complications to the pt. The used device is being returned for eval.

Manufacturer narrative:
Although, it has been reported that the used device will be returned to the MFR, it has not yet been received and therefore, a failure analysis is not yet available. Upon receipt of the device and completion of the investigation, a follow up medwatch will be submitted.